Event description:
It is reported that the shim found to be missing both bearings after the cleaning process. The bearings were found in the sonic cleaner.

Manufacturer narrative:
This report will be amended when our investigation is complete.